Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, an fse conducted a follow-up on-site visit with the customer to address the reported event. The fse performed troubleshooting and adjusted the sample syringe home sensor and verified all the connectors were sealed tightly. The customer ran patient samples and all samples were acceptable. The most probable cause of the reported event was due to syringe home alignment.

Event description:
On (B)(6) 2015, a customer reported error 4131 sample syringe home not detected with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, bhcg, e2, lh, fsh, and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.